Event description:
It was reported that syringe 5ml ll bns leaked pas the stopper. This was discovered before use. The following information was provided by the initial reporter: material no: 301027 batch no: 9130992, 9186646 . It was reported that solution leaked past the stopper. Our manufacturing department reported that solution leaked through the stopper end of the syringe with cc syringe, luer lock. 3 units were found out of 13 inspected, after product sterilization.

Manufacturer narrative:
Two photos of loose 5ml syringes containing clear fluid were received and evaluated. It was observed in both photos there was leakage past both ribs of the stopper. Based on the verbatim and photos the defect could not be confirmed. The leakage was reported after the syringes were subjected to an outside sterilization process. Physical unused samples are required for leakage testing. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9130992. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-05-10. Medical device lot #: 9186646. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-05. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll bns leaked pas the stopper. This was discovered before use. The following information was provided by the initial reporter: material no: 301027 batch no: 9130992, 9186646. It was reported that solution leaked past the stopper. Our manufacturing department reported that solution leaked through the stopper end of the syringe with cc syringe, luer lock. 3 units were found out of 13 inspected, after product sterilization.